Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported by the biomed that the product must be sent for repair. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was identified that the chamber holder was broken, and the tips were worn. Also, the cpld version (software) was not updated. Therefore, the maintenance kit, chamber holder were replaced and cpld (software) updated in version 1.7 to resolve the issues. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause can be related to the improper maintenance. A manufacturing record evaluation was performed for the finished device serial number: (B)(4), and no non-conformances related to the reported complaint condition were identified.¿ at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the fms vue pump device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the chamber door on the device was broken. There was no procedure nor patient involvement reported. No additional information was provided. The product must be sent for repair.